Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during neurovascular procedure. The procedure was aborted and rescheduled for another day. It was reported to philips system that received a low disk space error, which could impact imaging. Review of the log files shows ¿free space low" message indicating storage space on the system was running low. Upon troubleshooting, the philips field service engineer (fse) visited onsite to check the system and found low disk space. To resolve the issue, fse re-created image store and performed database consistency test. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer received a low disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.